Event description:
It was reported that a spectrum pump alarmed for a sys error 322. The customer stated that this occurred during therapy, but there was no pt injury or medical intervention required.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was tested for 24 hrs and the sys error 322 could not be reproduced. Review of the event history log was able to confirm the occurrences of the alarm. An eval of known contributors to this alarm determined that the upper and lower auxiliaries are failing components and have been replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.